Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a gastrectomy, the device became not to be activated. The blade was broken off when the device was cleaned after the operation. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning.